Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
An advocate called on behalf of the customer to report that the customer obtained a blood glucose reading in the range of 300 mg/dl to 400 mg/dl on the contour next link 2.4 meter. The advocate stated that the meter was reading lower than expected as the customer went into a diabetic ketoacidosis. The customer was hospitalized and the reading obtained in the hospital was different from that obtained on the contour next link 2.4 meter. No further event details were provided. The meter is not expected to be returned for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.